Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had no calcification in the annulus and the final non-coronary cusp implant depth was 5mm and the final left coronary cusp implant depth was 7mm. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted using a large flexnav delivery system. The patient was consciously sedated for procedure. A pre-implant dilatation was performed using a 25mm non-abbott device. The 29mm navitor valve was not re-sheathed at all during procedure and all three retainer tabs of the valve released. Post-procedure it was noted that in an electrophysiology study that the patient developed a left bundle branch block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's left bundle branch block is unknown. There was no difficulty implanting the 29mm navitor valve and no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. There is no allegation of malfunction against the abbott device or procedure. The final non-coronary cusp implant depth was 5mm and the final left coronary cusp implant depth was 7mm. The patient was stable recovering in the hospital at the time of report.